Manufacturer narrative:
A reserved sample from the same lot number was tested. Evaluated by product analysis on 09/27/2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak, fill and force test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the patient contacted animas stating he experienced a blood glucose (bg) value of 500mg/dl. The patient reportedly delivered a bolus via the pump and the bg value decreased to 450mg/dl. The patient denied having symptoms. The patient stated that the pump emitted multiple ¿loss of prime¿ warnings. The warnings reportedly occurred for several months; however, they have occurred more frequently the past 2 weeks. The patient reportedly changed the cartridge every 2 to 3 days, does not reuse cartridges and filled the cartridges with cold insulin. Customer support (cs) reviewed the pump history and noted several prime events that occurred. There were reportedly no related alarms noted in the pump alarm history. The patient stated that he did not change out the cartridge on (B)(6) 2013 after the pump alarmed. Cs reviewed the patient¿s filling technique and noted that the patient was not cycling and pressurizing the cartridges prior to filling. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was not using room temperature insulin and was not using the proper technique prior to filling the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.